Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device was unable to discharge.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; the customer's report that the device was unable to allow a defibrillator to discharge was not duplicated. The device was tested and the reported malfunction was not replicated or confirmed. The internal handles were scrapped subsequent to testing and the customer received a replacement. Analysis for reports of this type has not identified an increase in trend.